Manufacturer narrative:
The ocd field engineer stated that a conversation with the customer via the telephone indicated the customer had discovered a loose connection to the waste bottle. The customer installed the connection correctly and the dripping and other issues had been resolved. The customer returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4)

Event description:
The customer reported that the ortho provue analyzer had a probe drip and incorrect dispense. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.